Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen-left side mainly') and menorrhagia ('menorrhagia') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concurrent conditions included gestational diabetes, herniated disc, menometrorrhagia, endometriosis, enterocele, bloating and pelvic discomfort. Concomitant products included estradiol, ethinylestradiol;norgestimate (ortho tri-cyclen), levothyroxine sodium (levothyroxine), metformin, omeprazole and progesterone. In(B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower, menorrhagia, migraine and dysmenorrhoea outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: result: hysteroscopic exam reveals a proliferative endometrium there were some blotchy red areas; on (B)(6) 2018: result: -cervix: parakeratosis. Myometrium: consistent with status post ablation. Right ovary: hemorrhagic corpus luteum, small cystic follicle. Right fallopian tube: para tubal cysts. Left ovary: hemorrhagic corpus luteum, small cystic follicle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs and mr received. Product indication and implant date were updated. Previously reported ¿injury to herself¿ was updated to lower abdomen-left side mainly. Following events were added: abnormal bleeding (vaginal), menorrhagia, migraines / headaches and dysmenorrhea(cramping). Event outcome added for: abnormal bleeding (vaginal). Reporters, medical history, lab data, concomitant medications were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.